Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that an infection was confirmed. It was noted that they had a seroma. The system was removed at the end of (B)(6) 2014. It was reported that they had 4 surgeries after the implant to try to clean around the implantable neurostimulator (ins) but ultimately the physician decided to remove the system due to infection. Both an IV and oral antibiotics were used. A total system explant was reported to resolve the infection. The patient reported that the doctor was now considering re-implanting a system. The patient had been in pain the last 2 years (since the ins explant) and wants to not use narcotics any longer. The patient had a couple back surgeries since that were not effective. It was reported that the patient had their device initially implanted for neuropathy. Relevant medical history includes spinal pain.

Event description:
Additional information from the patient indicated that they had 4 surgeries to clean out their ins site, before finally having it removed. They noted they only had their implant for 4 weeks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.